Event description:
A patient reported she is in the hospital for rehab and they are wanted to do a bladder scan. The patient noted she is still getting urinary tract infections (uti) but stated that is not what the system was implanted for. The patient had 9 utis in the last year. The patient stated she is implanted for retention and leaking. The patient noted the last scan showed there was about 200 mg left in the bladder. The patient noted she keeps getting utis. The patient stated the healthcare professional (hcp) told her it may be due to the multiple scoliosis not the implant. The patient is implanted for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.